Manufacturer narrative:
Data downloaded from the device indicates it completed first prime, the user imitated second prime (where the device deploys), and a single basal pulse. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 138 mg/dl.